Event description:
The physician intended to use an nc sprinter 2.25 x 12 mm poba balloon. It was reported that the compliance chart included with the device was for a 2.50 mm balloon, not a 2.25 mm balloon. The device was not used in the patient.

Manufacturer narrative:
Evaluation results: labeling problems (the compliance chart included with the device was for a 2.50 mm balloon, not a 2.25 mm balloon). No results available since no evaluation was performed (no device received for evaluation). (No device received for evaluation). Evaluation conclusion: labeling related (the compliance chart included with the device was for a 2.50 mm balloon, not a 2.25 mm balloon). Unable to confirm complaint (no device received for evaluation). (B)(4).